Manufacturer narrative:
Investigation: DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9340573. No customer return sample available for investigation. Bd team has received on photograph along with the complaint and is used for investigation. The retention samples of 9340573 were tested. Quality test - catheter pull test is performed to check amount of force required to break ptfe tube. Result: ptfe tube broke at approx. 19n force conforms the specification of product (min. 15n). Simulation: ptfe tube is cut by knife. Result: ptfe tube is divided into two pieces and portion attach to catheter is similar to customer reported defect description. There is no issue found related to ptfe tube in plant with respect to process wise. The defect simulated by blade or knife cutting where it cuts into two pieces suggests that the catheter was accidently cut by the blade or knife lead to incident of catheter fracture, the defect is generated during withdraw of catheter and there is chance of use of sharp accessories during practice.

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm tip was damaged during the insertion. 250 catheters were found with this defect. The following information was provided by the initial reporter: "during insertion tip of the catheter (venflon I) is getting damaged".

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm tip was damaged during the insertion. 250 catheters were found with this defect. The following information was provided by the initial reporter: "during insertion tip of the catheter (venflon I) is getting damaged".